Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the rca. The lesion was pre-dilated; however, the stent strut got caught on a previously deployed stent and became damaged. No patient or procedural issues reported.

Manufacturer narrative:
Evaluation results and conclusion: caused by another drug/device- stent caught on a previously deployed stent. No results available since no evaluation performed. (B)(4).